Event description:
Per the clinic, the patient experienced a dissatisfaction with elevated profile of the implant or implant bump underneath the skin. Subsequently, the device was electively explanted on (B)(6) 2025, as per patient's request. There are no plans to reimplant the patient with a new device as of the date of this report.